Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device lot number updated from batch_unknown to 17023253. (B)(4).

Event description:
It was reported that during a peripheral intervention treatment procedure, the stent collapsed. The target lesion was located in the tortuous and calcified mid superficial femoral artery. This 7x120x120 epic stent was selected; however, the stent was pushed in during deployment causing the stent to collapse. The stent deployed in the target lesion and an unspecified balloon catheter was inflated post deployment. No patient complication were reported and the patient's status is stable.

Event description:
It was reported that during a peripheral intervention treatment procedure, the stent collapsed. The target lesion was located in the tortuous and calcified mid superficial femoral artery. This 7x120x120 epic stent was selected; however, the stent was pushed in during deployment causing the stent to collapse. The stent deployed in the target lesion and an unspecified balloon catheter was inflated post deployment. No patient complication were reported and the patient¿s status is stable.